Event description:
An administrative manager reported that the equipment displayed multiple system messages then stopped working. The scheduled surgery was a retinal detachment repair to be performed on a monocular pt. The case was canceled prior to the incision being made but after the pt had received peribulbar anesthesia. The pt's eye was pressurized with perfluorocarbon to keep the eye stabilized until the surgery can be performed.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).